Event description:
The haptic was bent after being placed in the delivery device. It was noticed upon insertion of the iol into the pt's eye. The incision was enlarged and two sutures were required to close the wound.

Manufacturer narrative:
See MDR 1920664-2010-00197 for the intraocular lens used with this delivery device.